Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after cleaning the battery cap and inserting a new battery. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. The insulin pump had minor scratched display window, cracked reservoir tube lip, missing the end cap sticker and missing the address serial number label.